Manufacturer narrative:
Analysis found that the connector had dent. Blade / bur not rotating so temperature could not be performed. Hi-pot test failure and motor cable assembly found faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that, during pre-op handpiece was showing error 6 and heating issue. No patient involved. Upon follow up, additional information received suggests that the device overheated within a minute.